Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had a slit at the edge. This was noted before use for peritoneal dialysis. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device evaluation was completed for the reported event of damage to the cap. A visual inspection was performed and found that there was a slit at the edge of the cap. The reported event was verified during the sample evaluation, but a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.